Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's discontinued treatment. The pt contact noticed a missing tube in the tubing set and started the pt's treatment. When she rec'd a cycler alarm she discontinued treatment and discovered fluid coming out of the cassette when she opened the cassette door. The set has not been made available. During follow up, the pt contact reported that the pt is fine. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.